Event description:
It was reported that on august 14th during a brevera procedure, customer reported driver errors and they were not able to completed the biopsy. Patient was rescheduled. An incision was done into the patient, and 3 needles were used. Patient refused the biopsy as she had to be on the table for long time. No other information available. A field engineer examined the equipment and determined that a driver replacement was needed. Driver was replaced and tested with good results. System met manufacturer´s specifications. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
An investigation was completed: it was reported on (B)(6) 2024 that the brevera driver (B)(6) began experiencing errors during a procedure after an incision was made. Multiple needles were tried, and the patient refused the biopsy, not trusting the equipment. The fse determined that a replacement driver was necessary, and the driver was replaced. After replacement, the new driver met all specifications. Patient impact was reported as the patient needed to be rescheduled. Neither the brevera system nor the brevera driver used in this complaint were returned for investigation. The brevera driver was 483 days old at the time of the complaint. Further investigation could not be performed as parts were not returned to pmqa. Since no parts were returned, a definitive root cause could not be determined. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the most probable root cause for the reported error codes is related to the needle not firing its fully designated firing distance. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Conclusion: as no parts were returned to pmqa for investigation, root cause for the reported issue was unable to be determined. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, and the cannula forks jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Complaint confirmed: no device history record (DHR) review: driver serial number: (B)(6), driver sku: brevdrv, system serial number: (B)(6), driver manufacture date: 4/20/2023 driver installation date: (B)(6) 2024, UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.